Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the metal part of a percutaneous extension was frayed and the wire broke. The event occurred during a procedure. A different product was used. No diagnostic testing or troubleshooting was required and the product issue was resolved. There were no patient symptoms or complications associated with the event.